Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope elevator wire broke. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, it was found that the device had foreign material adhered to the forceps elevator. Based on the results of the investigation, it is likely the following led to the broken elevator wire: repeated stress due to manipulation which led to fatigue breakage of the wires. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause for the foreign material cannot be determined. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope: olympus will continue to monitor field performance for this device.